Manufacturer narrative:
The insulin pump was received with no a17 or a21 alarm noted. The insulin pump passed the a21 error test. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the properly value on the display graph. The sensor feature is working properly and no lost sensor alarms noted. The insulin pump has normal operating current, no unexpected low battery alarms noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart alarm and external ram crc error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that every time she changes the battery, she received an unexpected restart alarm. The customer was advised that when the pump restarts, the pump will delete all sensor info and the time and date will need to be reset. The customer was advised to continue use of the pump until the replacement arrives.